Event description:
It was reported that pump did not power on even after being connected to wall outlet with multiple usb cables and outlets, with no flashing red light around power button. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device to be returned and received replacement pump, and no additional information was received regarding the outcome of the event.